Event description:
Hcp reported possible infection. Pt had poor pain relief from right elbow to shoulder and wrist. Lower buttocks sensitive with pain and redness. Pt experiencing burning, stabbing pain and sensitive to cold. Pain was at battery location and lower buttock. Cbc with differntial and sed rate stat. Trigger point injections for trapezius and periscapular muscles, rehabilitation and biofeedback. Pt encouraged to use stimulation night and day. During office visit in 2004 pt stated increased range of motion in right shoulder, poor coverage of stimulation in left arm. Pt if fearful and depressed, noticing forgrtfulnes. No report of device explantation. A follow-up report will be sent when additional info ID received.